Manufacturer narrative:
(B)(6). G4: PMA/510(k)#: one additional code applies; k230855. Investigation summary: bd received four photos for investigation. The analysis of these photos revealed cracks and specimen leakage through the tube wall. Additionally, 30 retained samples underwent a visual inspection for damages, and all samples passed without any failures. Furthermore, another 10 retained samples were inspected for brittleness, with none failing the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: crack product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using two bd vacutainer® sst¿ blood collection tube, customer noticed the tubes were cracked. There was no health impact or consequence reported.